Event description:
Customer states having trouble with obtaining 12 lead ECG cable. No pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.